Event description:
The customer contact reported a delay in therapy following an alarm condition. Line b of the device was programmed to deliver an unspecified concentration of catecholamine and the delivery was started. No specific programming parameters were provided. Reportedly, the pump indicated a flow rate, but "did not work." After 10 minutes, the device indicated a flush was needed to remove air; however, when the clinician "entered yes", the device alarmed for occlusion of the secondary line. The device was removed from clinical service. Therapy was resumed using a replacement device and tubing set. Although there was potential for serious injury, the customer contact reported there were no adverse pt effects. No medical interventions were reported. Hospira is continuing to investigate.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).